Event description:
Caller reported low blood glucose symptoms with result of 80 mg/dl obtained at 20:39 on the performa system; she self-treated with honey. Customer tested 41 mg/dl at 04:00 and 107 mg/dl at 04:53; both results were obtained using the performa system. The customer was still unwell with the result of 107 mg/dl; she was taken to a clinic 2 hours away and tested 30 mg/dl on the clinic meter. The customer was treated with glucose and low blood glucose symptoms stabilized. On a different date the customer received results of 30 mg/dl and 132 mg/dl within 10 minutes on the performa system. No actions taken based on device results. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.